Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-mar-2025. Investigation summary: bd received ten customer photos (6 of the 10 customer photos are related to the reported lot number) and five customer samples for investigation. After review and analysis of the customer photos, an additive abnormality was observed within the tubes. The customer samples underwent a visual inspection for additive abnormality, and all five samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode additive abnormality based on customer provided photos and returns. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive abnormalities were seen in 240 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive abnormalities were seen in 240 tubes. No adverse impact was reported regarding the patient or user.